Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) had possible atrial fibrillation with rapid ventricular response in which the device inappropriately provided anti-cardia pacing (atp) and shock therapy. The shocks may have accelerated the rhythm into ventricular tachycardia (vt); contributing to the patient having a dual arrhythmia. Therapy was exhausted. At this time, the device remains in service. No additional adverse patient effects were reported.